Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of stent cage dilation of 23% of the main body and a secondary procedure. Two days post-secondary, re-rupture due to a persistent unknown endoleak, aortic bi-iliac occlusion, and procedure-related multiple embolic conditions (spinal cord, kidneys, and bilateral legs). The patient expired on (B)(6) 2018 with cause of death as multiple organ failure post ruptured aaa and hemorrhage. The most likely cause of the compromised stent graft integrity (dilation) of the main body could not be determined. The most likely cause of the re-rupture and the occlusion within the devices was the non-exclusion of an endoleak during the secondary repair. Revision of previous stent grafts is a cautionary product use condition, and likely contributed to the persistent endoleak (re-rupture) and subsequent total aortic bi-iliac occlusion. Procedure-related multiple embolic conditions (spinal cord, lower extremities and kidneys) were detected. Most likely, a combination of pre-existing morbidities, persistent endoleak, and the post rupture state contributed to the death six days post the endovascular repair. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of stent cage dilation of 23% of the main body and a secondary procedure. Two days post-secondary, re-rupture due to a persistent unknown endoleak, aortic bi-iliac occlusion, and procedure-related multiple embolic conditions (spinal cord, kidneys, and bilateral legs). The patient expired on (B)(6) 2018 with cause of death as multiple organ failure post ruptured aaa and hemorrhage. This MDR will only be covering the bifurcated stent graft failure. A separate MDR (2031527-2018-00104) was previous reported for the 3a endoleak with graft movement/ migration of the suprarenal/ cuff extension and the reported death. A separate MDR (2031527-2018-00105) was previous reported 1b endoleak of the left limb.